Event description:
The company was informed that the patient developed a inner ear infection in (B)(6) of 2010. On (B)(6), 2012 surgery to remove a cholesteatoma and granuloma occurred. The patient was placed on voriconazole on (B)(6), 2014. On (B)(6), 2014 surgery to remove inflammation took place and the patient's device was explanted. The patient was reimplanted with another cochlear device. The patient is still being monitored.